Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported advancement issue. Further evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, the pusher assembly was kinked in multiple locations throughout its length, and the embolization coil was detached from its pusher assembly. This damage was incidental to the reported complaint. The detached embolization coil was not returned for evaluation. Based on the returned condition, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported advancement issue.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using penumbra smart coils (smart coil) and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician experienced resistance while advancing a smart coil through the microcatheter approximately ten centimeters from the distal tip and the smart coil would not advance any further. Therefore, the smart coil was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.